Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital. Loss of capture was noted on the right ventricular lead. On (B)(6) 2018, the right ventricular lead was capped and replaced. The system was replaced on the right side due to occlusion. The device and lead looked good post-implant, but the patient was still in the intensive care unit the following day without a discharge date.